Event description:
The customer contacted beckman coulter inc (bec) in regards to an accutni result within the risk stratification range for one patient's sample generated by the access 2 immunoassay analyzer. The results were not reproducible and did not match the clinical picture. The erroneous results were reported out of the laboratory; however, no reports of death, injury, or change to patient treatment have been reported in connection with this event. The samples were repeated and results within the risk stratification and normal reference ranges were obtained. The sample is li heparin plasma and was aspirated from the primary collection tube for analysis. Qc was within the customer's established ranges prior to and after the erroneous results and a system check performed on (B)(6) 2011 and again on (B)(6) 2011 and both met specifications. No errors were posted to the event log and no results were flagged in this event. On (B)(4) 2011, a bec field service engineer cleaned out the wash carousel and performed minor alignment/adjustment. All verification testing met specifications. No clear root cause could be determined for this event.

Manufacturer narrative:
.